Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with an unspecified gel breast prosthesis and experienced a rupture on the left side post-operatively. As a result, the patient underwent explantation on (B)(6) 2022. It is unknown if the reported device is a mentor device and as such the complaint is being reported conservatively. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On may 12, 2022, mentor received additional information regarding the impacted device. The device was confirmed to be a 425cc mentor smooth round moderate profile with catalog number 3501670. The device lot number has been updated to 5614695. On may 20, 2022, the mentor failure analysis lab has received the device for evaluation. On may 23, 2022, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned sample revealed that the sal smooth rnd diap 425cc breast implant had a crease/fold on the posterior view. In addition, a tear was noted within the crease/fold measuring approximately 0.7 cm. The evaluation determined that the cause of the rupture was consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).